Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure "fiber broke" was noted. It was not reported how the procedure was completed. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber was tested with hene laser fixture, aim beam is present at fiber tip; there are no signs of breakage along length of fiber; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 100,000 joules and 20 minutes the fiber broke during use. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No harm to the patient was reported.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 100,000 joules and 20 minutes the fiber efficiency diminished and forward firing was noted. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No harm to the patient was reported.